Event description:
It was reported that the system froze during a surgical procedure conducted at the user facility. There were no reported delays or impact to the patient.

Event description:
It was reported that the system froze during a surgical procedure conducted at the user facility. There were no reported delays or impact to the patient.

Manufacturer narrative:
The reported event of two unconventional restarts can be confirmed based on log file review. A root cause could not be determined.

Event description:
It was reported that the system froze during a surgical procedure conducted at the user facility. There were no reported delays or impact to the patient.